Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited low pacing impedance. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event low pacing impedance was not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.